Event description:
It was reported that the patient was admitted to the emergency center for fever and then was discharged. Four (4) days later, the patient was readmitted for fever with heart failure aggravation due to presumed infection. Blood culture tested positive for staphylococcus epidermidis, and the patient was administered antibiotics. It was further reported that the event was not related to the ventricular assist device (vad). The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Log file analysis did not reveal any anomalies within the analyzed period. Information provided by the site indicated that the patient was admitted for fever and then was discharged. Four days later, the patient was readmitted for fever with heart failure aggravation due to presumed infection. A blood culture tested positive for staphylococcus epidermidis, and the patient was administered antibiotics. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.